Event description:
Please refer importer report # 1925223-2013-00168.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be complaint with 21 cfr part 803 and out of an abundance of caution. The dentist used the material after it expired which could have led to bond failure. CAPA were not recommended as efficacy of material cannot be guaranteed after expiration and use is warned against in the directions for use.